Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed the image was not centered and a dark blurry spot in the displayed image. The complaint was verified and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.

Event description:
It was reported that the picture in the camera head lens was off. Incident occurred before the procedure; therefore, there was no patient involvement.